Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mlm346 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a subcutaneous port placement procedure on (B)(6) 2019 and suture was used. The needle fell off the suture while suturing the tissue around the port. A like device was used to complete the procedure. There were no patient consequences were reported.